Event description:
During preparation for use for a cardiopulmonary bypass procedure, the arterial monitoring module did not power on. The device was replaced and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.